Manufacturer narrative:
Corrected data: the awareness date updated from (B)(6) 2015 to (B)(6) 2015 due to information received from the field indicating surgical intervention took place on (B)(6) /2015, which then made the event reportable.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2015-08133.

Event description:
Device 1 of 2 reference MFR report#1627487-2015-08113.

Manufacturer narrative:
Evaluation codes: results: the complaint was not confirmed. As received, the ipg was responsive and communicated with lab utilities. It was tested to manufacturing specifications using the auto tester and passed all tests. The ipg was programmed and the outputs were monitor while stimulation was on and off; no anomalous outputs were observed. The magnet feature functioned as intended. No physical or functional discrepancy was observed that would contribute to the reported issue of discomfort. The returned ipg displayed normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.